Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed lines across the screen while otherwise functioning, which impaired screen visibility and normal use of the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included review of user report and receipt and receipt and inspection of the returned device. Investigation of this case revealed a display malfunction consistent with screen or display module failure. It was concluded that the device experienced a hardware display failure unrelated to user handling or environmental screening, and replacement resolved the issue.